Event description:
It was reported that during implant attempt, the screw moved out very "stagnant" and only screwed out after 30 rotations. The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix distorted/bent; full lead was returned and analyzed. The helix is slightly over extended and there is a large amount of dried blood in the helix. The helix will not retract. Damaged at implant. Blood on distal conductor and in/on the helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.